Manufacturer narrative:
The RMA was authorized but not received so no further confirmation or investigation of the complaint is possible.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an incident where user experienced an early sensor replacement alert resulting in an early sensor removal.